Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd ultra-fine¿ insulin syringe, the needle was broken when injected it would detach. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (2) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 7338707. Customer states that the needle was broken when injected and the needle was detached. Both returned syringes were examined and one sample exhibited a bent cannula. No defects were observed on the remaining sample. A review of the device history record was completed for batch # 7338707 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200723608, 200730413, 200730930] noted that did not pertain to the complaint. There was one (1) notification [200723405] noted for cracked hubs. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle breaks off during use on lot # 7338707. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (needle bent). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (needle break off). Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd ultra-fine¿ insulin syringe, the needle was broken when injected it would detach. There was no report of exposure, serious injury or medical intervention.